Event description:
The ICD was explanted when communication could not be established. Several attempts were made to troubleshoot the telemetry anomaly but none was successful. Explant was recommended.